Event description:
The hosp reported that during preparation for a cornary artery bypass graft surgery, five heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp.